Event description:
During a ptca procedure, the choice es j guide wire fractured. The physician advanced the choice guide wire into the distal lad and than advanced a maverick monorail balloon catheter over the wire. The maverick monorail balloon was inflated in the med lad lesion. The number of inflation and to what atms is unk. After the balloon dilation, the portion of the wire between the radiopaque and non-radiopaque marker bands fractured. It was determined by a surgeon that the fractured wire segment be left in the pt. Pt status is listed as "okay".